Manufacturer narrative:
The customer purchased the smilefrida the toothhugger toothbrush from (B)(6) and had it for a few weeks. The child, while under supervision, was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten. The child was observed chewing through the rubber tpe over-mold and pp plastic, thereby exposing a small metal piece which could be a potential choking hazard to children.

Event description:
Customer reported that they purchased the smilefrida the toothhugger from amazon. Their son bit and chewed on the toothbrush head, thereby tearing the tpe over-mold and plastic, exposing a small metal piece.